Event description:
While in use, scanning a pt, unit will lock up. Camera head would not lock in position & moved downward, pinning pt's head to the exam table. Without timely intervention, serious injury was possible.